Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent attempted removal surgery on (B)(6) 2010 during which the surgeon noted it was abandoned due to difficulty. It was reported that the patient experienced severe pain, adhesions, stress and anxiety.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.